Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('vaginal and pelvic pain') and genital haemorrhage ('abnormal bleeding (general)') in a 34-year-old female patient who had essure (batch no. B22365-inv, 789026) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "complications or problems that occurred at the time of essure placement procedure:one fallopian tube was difficult to place". The patient's medical history included gallbladder removal. On (B)(6)2011, the patient had essure inserted. In (B)(6)2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vulvovaginal pain ("vaginal and pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), allergy to metals ("allergic or hypersensitivity reaction type: nickel\nickel allergy"), depression ("depression"), fibromyalgia ("fibromyalgia"), mood swings ("mood swings"), skin burning sensation ("severe burning skin"), migraine ("migraines / headaches"), tooth disorder ("dental problems"), fatigue ("fatigue"), irritable bowel syndrome ("irritable bowel syndrome") and alopecia ("hair loss") and was found to have weight increased ("weight gain "). The patient was treated with levonorgestrel (mirena) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, genital haemorrhage, vulvovaginal pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, female sexual dysfunction, allergy to metals, depression, fibromyalgia, mood swings, skin burning sensation, migraine, tooth disorder, fatigue, weight increased, irritable bowel syndrome and alopecia outcome was unknown. The reporter considered allergy to metals, alopecia, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, fibromyalgia, genital haemorrhage, irritable bowel syndrome, menorrhagia, migraine, mood swings, pelvic pain, skin burning sensation, tooth disorder, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: one fallopian tube was difficult to place essure. Most of the events decreased after essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.4 kg/sqm. Hysterosalpingogram - in (B)(6) 2011: total bilateral occlusion. Ultrasound scan - on (B)(6)2016: the image test revealed left echogenic and mass still present post to left ovary. The left ovary small follicle there is a 0.6 cm intact paratubal cyst. The culdesac fluid is absent.. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: dyspareunia, menorrhagia, genital bleeding, migraine, depression, fibromyalgia, nickel allergy. Lot number reported (b22365) is an not valid lot number. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 31-jul-2019: quality safety evaluation of product technical complaint. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('vaginal and pelvic pain') and genital haemorrhage ('abnormal bleeding (general)') in a (B)(6) female patient who had essure (batch no. B22365;789026) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "complications or problems that occurred at the time of essure placement procedure:one fallopian tube was difficult to place". The patient's medical history included gallbladder removal. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vulvovaginal pain ("vaginal and pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), allergy to metals ("allergic or hypersensitivity reaction type: nickel\nickel allergy"), depression ("depression"), fibromyalgia ("fibromyalgia"), mood swings ("mood swings"), skin burning sensation ("severe burning skin"), migraine ("migraines / headaches"), tooth disorder ("dental problems"), fatigue ("fatigue"), irritable bowel syndrome ("irritable bowel syndrome") and alopecia ("hair loss") and was found to have weight increased ("weight gain "). The patient was treated with levonorgestrel (mirena) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, vulvovaginal pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, female sexual dysfunction, allergy to metals, depression, fibromyalgia, mood swings, skin burning sensation, migraine, tooth disorder, fatigue, weight increased, irritable bowel syndrome and alopecia outcome was unknown. The reporter considered allergy to metals, alopecia, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, fibromyalgia, genital haemorrhage, irritable bowel syndrome, menorrhagia, migraine, mood swings, pelvic pain, skin burning sensation, tooth disorder, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: one fallopian tube was difficult to place essure. Most of the events decreased after essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Hysterosalpingogram - in (B)(6) 2011: total bilateral occlusion. Ultrasound scan - on (B)(6) 2016: the image test revealed left echogenic and mass still present post to left ovary. The left ovary small follicle there is a 0.6 cm intact paratubal cyst. The culdesac fluid is absent. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: dyspareunia, menorrhagia, genital bleeding, migraine, depression, fibromyalgia, nickel allergy. Most recent follow-up information incorporated above includes: on 22-jul-2019: pfs and mr received. New events: mood swings, abnormal bleeding (vaginal, menorrhagia), nickel allergy, apareunia (inability to have sexual intercourse), depression, fibromyalgia, severe burning skin, migraines / headaches, dental problems, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal and pelvic pain, fatigue , weight gain, irritable bowel syndrome and hair loss, complications or problems that occurred at the time of essure placement procedure: one fallopian tube was difficult to place. Patient¿s information, date of birth, essure removal date, lab tests, medical history and lot number added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.